Event description:
It was reported by the user facility that during treatment there was an internal blood leak and the blood leak alarm went off. The blood flow rate was 120 ml/minute; the dialysate flow rate was 700 ml/minute. The blood was visible in the dialysate and the hemostick tested positive. The patient's estimated blood loss was 300 mls and she didn't experience any adverse effects. Sample was discarded by the user facility.

Manufacturer narrative:
The device has not been returned for evaluation. A plant investigation is in progress and a supplemental report will be submitted upon completion.